Manufacturer narrative:
(B)(4).

Event description:
A pt's implanted pump had flipped. The pt was going to have a revision surgery. The pt's outcome, in addition to the type of medication, concentration, and daily dose being administered via the pump were not reported. Additional info is being requested, and will be provided in a f/u report as it becomes available.